Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during the first dwell cycle of peritoneal dialysis therapy. The patient was unable to find the source of the alarm. The technical services representative (tsr) assisted the patient in clearing the alarm and advised her to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and was not available.